Event description:
Outbound. Patient reporting no disposable clamp tubing alarm and double beeping alarm on all three cadd legacy pumps, used two cassettes from last week lot number 4196398. Lot numbers from this weeks delivery unavailable. Will continued to self mix until next reorder tomorrow. No further details provided.